Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, with the device coming into contact with a suture under excessive mechanical stress on the device's internal components, leading to its breakage during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2025, it was reported by a sales representative via (B)(4) that an ar-8400td torpedo had the inner part of the shaver, when it came in contact with the suture, broke off. This was discovered during the case with no patient harm.